Event description:
It was reported that on february 28th during a brevera procedure, the unit gave a drv error during the procedure and was making a grinding noise. The machine had to be shut down and the procedure cancelled. It was reported that the needle was inside of the breast when the console failed. A field engineer examined the equipment and determined that the driver was not functioning correctly. A new driver was ordered and shipped to the customer. The system met the manufacturer´s specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.